Manufacturer narrative:
A ge service rep performed onsite investigation. The battery pack was replaced and the lead to the x-ray tube were regreased. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an overload error message and would not boot up. No pt injury reported.